Event description:
This incident was reported by patient's location of purchase as relayed by the patient; limited information has been made available. It was reported that the patient visited the (B)(6) hospital for medical attention on (B)(6) with follow-ups at the hospital on (B)(6) 2023. The patient was seen by an ophthalmologist on (B)(6) 2023. The patient reports they were diagnosed at the hospital facility with corneal ulcer or infection and unknown medications (antibiotics) were prescribed for seven days. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
(H3):no device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.